Event description:
A malfunction on the pump was reported by the customer, but no notable events preceded this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in attempting to reset the pump, although the call was dropped before completion. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.